Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# va05tdk, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va05tdk, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported via the company representative (rep) that the #7 electrode was out of range, had impedance over 10,000ohms. The rep was unsure the reason for the high impedances. They were not using for optimal programming and the patient was getting good stimulation at this time, so no reprogramming was needed or requested. No surgical intervention occurred nor was planned. The issue was resolved at the time of this report. The indication for use included spinal pain and head/neck non-malignant. If additional information is received, a follow up report will be sent.